Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle 27ga 3/4in had foreign matter. The following was reported, "very dirty (plastic particles?) Cannula, pollution was discovered before use."

Event description:
It was reported that a needle 27ga 3/4in had foreign matter. The following was reported, "very dirty (plastic particles?) Cannula, pollution was discovered before use."

Manufacturer narrative:
Investigation summary: DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (august 28-31st, 2018) during which 72 visual inspections were carried out with 1 rejection noted (#10839) related to defective cutting which would not affect the reported issue. Needles were assembled in machine 4412 and come from 2 batches: #8233797: (august 26-29th, 2018) during which 136 visual inspections of 25 units each were performed with zero defects noted. #8148545: (may 29-31st, 2018) during which 98 visual inspections of 25 units each were performed with zero defects noted. Cannula batches #8114836, #5234902 and #8052752. Sample evaluation: bd has been provided with one unpacked sample. Visual inspection under microscope confirm the defect: white foreign matter on cannula surface and on the bevel which probably be plastic flakes coming from manufacturing process. Based on sample evaluation, bd has concluded that the "pollution" consist on probably plastic flakes (pp) from the shield which are produced as a consequence of the shield friction during component transportation in airway system. Specifically, during the molding process some plastic threads could have remained in the shield because of static electricity and during the assembling of the shield into the hub, these plastic threads dropped off on the cannula external surface. Although bd has to consider that any high volume manufacturing process may generate some particulate matter and taking into account that in bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where there are several strict preventive measures and good manufacturing practices are strictly followed, we are confident that the highly capable process employed by bd to produce microlance needles keeps foreign matter to low levels through stringent manufacturing processes and environmental controls.